Event description:
It was reported that both the surgeon and a fellow were unable to screw in the set screw to the head of the sacral extender during a thoraco-lumbar posterior fusion procedure. Another was used to complete the procedure with approximately 10 minutes delay in surgery.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Manufacturer narrative:
No evidence of 30 minutes excess surgery time or potential harm to the patient for the event, nor is it likely to happen if the malfunction were to reoccur. If there is a problem of difficulty threading the set screw into the pedicle screw, extra set screws are available to complete the procedure. Therefore this is not an MDR reportable incident.